Event description:
It was reported that catheter break occurred and the procedure was cancelled. The target lesion was located in the femoropopliteal artery. An angiojet solent omni catheter was used in a thrombectomy procedure. During the procedure, the catheter passes through the 6fr introducer sheath without problem however, it started to encounter resistance upon passing through the femoral artery. The physician continued passing the catheter but a 'check saline supply' error message was displayed when thrombectomy mode was about to start. The device was removed and a fracture was noted approximately 30cm from the hub. The patient was already sedated. Angioplasty was performed and patient was anticoagulated then the procedure was terminated. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was not returned for analysis. However, photos and media were provided. The media was examined for potential damage. The catheter shaft showed a severe kink in the catheter. The kink created a near-90 degree bend in the catheter. The shaft showed traces of what appeared to be blood, which suggests the device was used inside the patient body. H3 other text : medica review.

Event description:
It was reported that catheter break occurred and the procedure was cancelled. The target lesion was located in the femoropopliteal artery. An angiojet solent omni catheter was used in a thrombectomy procedure. During the procedure, the catheter passes through the 6fr introducer sheath without problem however, it started to encounter resistance upon passing through the femoral artery. The physician continued passing the catheter but a 'check saline supply' error message was displayed when thrombectomy mode was about to start. The device was removed and a fracture was noted approximately 30cm from the hub. The patient was already sedated. Angioplasty was performed and patient was anticoagulated then the procedure was terminated. No patient complications were reported. It was further reported that the patient was in good general condition. The rupture occurred approximately 10cm from the shaft break.